Event description:
It was reported that the insulin pump does not have setting and is delivering insulin when it shouldn't. It was stated the customer did not accidentally press any buttons and device gave insulin and the keypad was locked. Customer's mother was assisted with locating the blood glucose target range on the insulin pump and was explained that the device should not deliver any insulin if the customer is in that range unless the customer sets up a bolus for meal. The bolus history was checked and the bolus was recorded. Customer was instructed to test with a 0.1 unit bolus and it did show up correctly. Customer did not feel safe wearing the insulin pump and requested it to be replaced. Nothing further reported.

Manufacturer narrative:
This insulin pump was monitored for 3 days. No unexpected bolus delivery anomalies were noted. Device passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. All bolus delivered during testing were properly recorded at the bolus history and daily totals history screens. No bolus history anomalies were noted. The bolus wizard functioning properly per sample. Device received with cracked case at display window corners and minor scratched lcd window.